Event description:
A patient underwent repair of an abdominal aortic aneurysm using multiple gore excluder aaa endoprostheses. The aneurysm extended infrarenally into the left common iliac artery, where it increased in diameter. Significant amounts of mural thrombus were also present. Following successful placement of the trunk-ipsilateral leg component another gore component was deployed, obtaining 3 centimeters of overlap between the two devices. After all the devices were deployed, two devices separated from each other, creating a small type iii endoleak. The physician believes the separation may be due to two factors, a large aortic flow lumen and the exceptionally strong pulsation of blood through that lumen. Following a one month CT study, the aneurysm had grown from 6.8 x 8.8 cm to 7.34 x 9.28 cm, and a decision was made to schedule a second procedure in july to address the endoleak and enlarging aneurysm. The patient remained asymptomatic following the procedure and had good distal pulses. Attempts to obtain further information have been unsucessful thus far but will be pursued further.